Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The caller stated that the customer was found unconscious in their apartment. The cause of death is unknown; the customer was taken off of life support after two weeks as the caller would not allow the customer to have a tracheotomy. The customer had an infection. The caller did not know the customer's exact blood glucose value at the time of death, however, stated that it was above 1000 mg/dl. The caller did not know whether the customer was wearing the insulin pump at the time of death or not. The customer used sensors for one week but then had to go to the hospital for abscess and was not wearing a sensor at the time of death. The caller did not have the insulin pump and the insulin pump information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.